Event description:
It was reported that during a meal announcement the ilet was leaking from the cartridge, and the caregiver noted ongoing concerns and frustration; the user employs a contact detach infusion set, and the agent assisted with a supply change that was completed successfully, with the issue characterized as a leak involving the reservoir component. Customer care provided support that included communication with the user and analysis of the information provided. Investigation of this case revealed a leakage consistent with a seal issue associated with the reservoir component. No clinical symptoms, or conditions associated with the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.